Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that during a routine check it was found that the light emitting diode (led) display of the centrimag console was not coming on. Only alternating current (ac) input green light was coming over the front panel of the console.

Manufacturer narrative:
Section g4: PMA # corrected. Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: the reported event of the centrimag console screen remaining blank when powering on the system was confirmed analysis of the returned unit. The returned centrimag console (serial number: (B)(6)) was evaluated by service depot. Upon powering on the console, it was observed that no information would display on the screen. The unit was then disassembled and the display screen printed circuit board assembly (pcba) was replaced with a new display screen pcba, and the issue resolved, isolating the issue to the display screen pcba. A full functional checkout was then performed, and the console passed all steps of testing without any issues. The serviced and repaired console was returned to the customer site after passing all tests per procedure. The damaged display screen pcba was forwarded to product performance engineering (ppe) for further analysis. Ppe evaluation of the returned display screen pcba revealed that the one of fuses of the pcba was electrically compromised. The fuse was replaced with a known working fuse and the issue resolved. The display screen pcba was then installed in a known working centrimag console and powered on, and upon powering on the unit, the screen was observed to be functioning as intended. A log file was downloaded from the returned centrimag console and data from the event date of (B)(6) 2025 was reviewed. The data in the log file did not indicate any issues with the centrimag console. No atypical alarms were observed. The reported event was determined to be due to a compromised fuse on the display screen pcba; however, the root cause of the damage to the component could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the operating manual can be found on the electronic instructions for use (eifu) page of the abbott website. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 9.3 ¿ ¿recommended preventive maintenance¿ instructs users to regularly inspect the console for signs of damage and to return the console back to thoratec for servicing if any damage is observed. The 2nd generation centrimag system operating manual section 9 ¿ ¿maintenance¿ instructs users to perform battery maintenance on centrimag console¿s internal battery every six months. Users are also instructed to replace the console¿s internal battery every two years. The document also explains that the user may not replace the internal battery without proper training by abbott medical or its distributor. Users are instructed to call abbott medical customer service if the internal battery requires replacement. No further information was provided. The manufacturer is closing the file on this event.